Event description:
This is a report of an adverse event occurring in a pt enrolled in the us barrett's rfa registry. The pt is a female with barrett's esophagus. Two months after initial focal ablation, a mild stricture 1 cm in length was noted and the pt reported mild difficulty swallowing. Dilation was performed one time and the physician reports that the stricture has resolved. Per the physician report, the adverse event severity was mild, the relationship to the device procedure was unk, and there was no device malfunction.